Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a yellow alert during interrogation indicating ¿all treatment off in the ventricular tachycardia (vt) zone¿. The patient reported of having nausea and dizziness and received multiple shock therapy from the previous month. The device was interrogated and found several nsvts but no treated episodes. The health care professional (hcp) believed that the yellow alert was related with the nsvts and stated that anti-tachycardia pacing (atp) may have been appropriate for some episodes. A boston scientific technical service (ts) discussed with the hcp and stated that the physician might have program the device to monitor only (mo) zone. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.